Event description:
The device was returned to the service ctr for a report from the customer contact of an 18/000/000 (history pointer error while inserting a new record into the history log) service alarm code. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, corrosion due to leakage from the disposable batteries was noted on the edges of the middle printed circuit board and metal case.

Manufacturer narrative:
During testing, corrosion was noted on the edges of the middle printed circuit board and metal case. This was due to aa battery leakage. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.